Event description:
The customer reported the remisol ruleset incorrectly changed the result to <5 rather than triggered a rule to generate a comment to dilute the sample and rerun. It was confirmed that due to the incorrect (lower) result reported out of the laboratory and the patient was released from the hospital. The patient sought a second opinion at a different hospital and was admitted for treatment. No further details were provided. There was no report of harm to the patient. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely connected to the customer's remisol server and reviewed sample with the customer. Original result was "ir hr rl sd ol". The "ol" triggered the "less than 5¿ rule which converted the result to "<5" as it was intended. Customer stated that the "ir" in the result should have triggered the "greater than 4,100¿ rule. Examination of the rule showed that the "ir" flag was not a part of that rule. The "ir" flag that the customer wanted to cause a rule to fire, was not part of the ruleset. The failure mode was determined to be use error. Cts modified the <5 rule to autovalidate to dilute the sample and rerun to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).